Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. An unknown amount of clenz leaked from the analyzer during the shutdown procedure. The leak was not contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gown, gloves, and goggles at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the leak from cut tubing through pinch valve pv35. The fse replaced the cut tubing resolving the leak. (B)(4).